Event description:
It was reported that the patient contacted support after being advised to do so by another care representative. The patient experienced an occlusion alert and reported that the alert was not recognized or addressed until later, at which point insulin delivery had been interrupted. The patient was informed that occlusion alerts must be acknowledged and cleared in order for insulin delivery to resume, and the patient indicated understanding. The patient reported currently taking oral steroid medication. The patient changed infusion supplies, including the infusion set, connector, and cartridge, and reported no visible damage, kinks, or issues with the tubing or cannula. The patient was advised that if using manual injections, it is recommended to disconnect from the device, and the patient stated she would monitor closely. The reported lot numbers included an infusion set lot number of 6007070, a connector lot number of 31372, and a cartridge lot number of 31488. The patient reported that blood glucose levels were affected and remained elevated for several hours. The patient administered a back-up insulin dose of 5 units of rapid-acting insulin independently. No ketone testing was performed. The patient did not receive professional medical intervention or additional assistance. The patient reported feeling sluggish during the event but later confirmed that blood glucose levels returned to range. Replacement supplies were discussed pending confirmation of shipping information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.